Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has experienced unwanted therapeutic effects since implant. As a result, surgical intervention was undertaken where the system was explanted.